Event description:
The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that her blood glucose levels have been low in the early morning. The customer stated that she has been exercising and losing weight. The customer stated that she has attempted to lower her basal rates, but the low blood glucose levels have persisted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.